Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the removal, a broken rod and broken screw were found. This was a planned removal of instrumentation from t12 to the pelvis. The patient had a broken rod on the left side and a broken pelvic screw on the right iliac wing. All instrumentation was removed with no issues. The surgeon used a midas cutting burr to cut the rods below the t11 pedicle screws. The material was not received. This report is for an unknown rod. This is 3 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes because aware of an additional broken device on (B)(6) 2013 upon receipt of the complained devices. Additional product codes: mni, mnh, kwp, kwq. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An investigation was conducted and it states that the measurable dimensions were found to be in compliance with the technical drawings and in specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviation regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence. The microscopic view of the broken surface does not show any anomalies of material structure, which indicates material conformity as well. Patient history received from (B)(6) on november 14th, 2013 confirming multiple surgeries with failed fusions.

Event description:
This report is for a for a t1 polyaxial head for uss polyaxial. This is 3 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Event was incorrectly reported as a product problem on follow up #2, the event will be considered an adverse event as initially reported.